Event description:
The customer complained of questionable high inr results for 3 patients from coaguchek xs meter serial number (B)(4). Of the data provided, there was 1 patient with discrepant inr results. At approximately 02:00 pm to 03:00 pm the initial result from the meter was 4.0 inr with a fingerstick. The patient was measured immediately after the initial result on a different coaguchek xs meter serial number (B)(4) and the result was 2.7 inr with a different finger. The result from the laboratory was 2.8 using the method dade innovin. There was no allegation of an adverse event. The patient was not anemic and had no antiphospholipid antibodies. The patient has had no changes in diet, no illness, no bleeding, and no bruising. The patient's therapeutic range was 2.0 - 3.0 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 286322) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. (B)(6). Results: all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The results alleged by the customer were not observed in the meter¿s patient result memory due to the date being set incorrectly on the meter.